Event description:
It was reported that after opening outer package of bd preset¿ arterial blood collection syringe it was discovered the scale markings were missing. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2022, when the respiratory and critical care nurses in our hospital were preparing to use the arterial blood sampling device to collect blood gas for the patient for blood gas analysis, after opening the outer package, they found that the arterial blood sampling device had no scale and could not be used normally. Immediately stop using it and replace it with another intact arterial blood sampling device to continue collecting blood gas for the patient, without causing adverse effects on the patient.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing scale markings as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing scale markings. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.